Manufacturer narrative:
Results - bd was provided with the affected sample. The evaluation of the sample showed embedded contamination in the top of the barrel. That confirmed the reported issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black foreign matter was found in the top of the barrel of a bd syringe with needle before use. No injury or medical intervention.